Event description:
It was reported that the patient¿s implantable neurostimulator (ins) spontaneously turns off. The issue occurred several times without explanation. During a visit on the day of the report, the ins was found to be off. The ins was turned on, but turned off before the interrogation was complete. The ins was turned on again and the interrogation was completed on the second attempted. The ins remained on through the remainder of the appointment. The ins was reprogrammed and the patient would follow up in 1 week. The event was ongoing. Additional information received reported that the ins ¿continued without further issue.¿ it was stated that an error signal was received while the ins was interrogated and the ins turned off. The ins was turned back on and interrogated. The ins was to be replaced.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator was functionally okay. Final analysis of the lead revealed no significant anomaly. The lead body was stretched.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v571447, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the ins and the lead were explanted. It was stated there was no patient death and the patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.